Event description:
It was reported that the user experienced elevated blood glucose after a meal while using the ilet system, with readings confirmed by both the ilet and fingerstick, and that correction dosing appeared insufficient at glucose levels above 300 mg/dl despite intact infusion set tubing; the user subsequently changed infusion supplies, discontinued ilet use, and sought guidance on care. Symptoms included hyperglycemia without ketone testing, without loss of consciousness or other acute complications, and without need for medical intervention. Outcomes included temporary interruption of ilet therapy and reliance on self-management without backup therapy. Investigation included user counseling on potential causes of high glucose and device use, follow-up by clinical support, and planned coordination with the healthcare provider. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia remaining unclear given the timing after a meal, the report of limited automated correction, and the absence of identifiable infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.